Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture baker grade iii/IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported right side capsular contracture "above grade iii" (grade IV), double capsule, and seroma. The device was explanted.